Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine was completely down, showing a black screen and appearing offline in remote smart service (rss). The customer confirmed that nothing powered up when the switch was flipped.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the black screen was caused by an issue with the auxiliary device. A field service engineer (fse) disconnected drawers one by one until the station powered on and identified a shorted half height drawer board; replaced both drawer controller boards. Fse reseated all pyxibus connections and restored power, but drawer 1 2 still failed. Fse replaced the drawer board and pyxibus module drawer controller with no improvement. Fse found a short in the top drawer pyxibus cable and replaced it, but the drawer still would not recover. There are no visible signs of damage, such as black marks or burn marks. The fse inspected the retractor band, found a tear, and replaced it. The system functioned as intended after the field service engineer repaired the device.